Event description:
It was reported around (B)(6) 2012, the charger and programmer could no longer locate the ipg. An sjm representative was unable to meet with the pt to troubleshoot the issue. Additional information gathered revealed the pt had not recharged the ipg as recommended. As a result, the ipg was explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.